Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and receive request to rewind the insulin pump and complete rewind. No harm requiring medical intervention was reported. The customer was discontinue the use of device.

Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring - black. Customer returned pump for alleged pump error 63, 3, 28, and 19 found on (B)(6) 2021. Pump passed self test. Pump alarmed pump error 38 during rewind test. Displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test could not be performed. Test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open for visual inspection and moisture damage was found on the force sensor, motor, and pcba 1. The pump was downloaded successfully using thus. History download confirmed pump error 63 variable 9 several times on (B)(6) 2021 at 20:11 through 21:26 due to a hardware error. Pump error 3 was found several times in the history download on (B)(6) 2021 at 20:11 through 21:26 due to a software/hardware error. Pump error 28 was found in the history download on (B)(6) 2021 at 20:44 and 20:46 due to hardware error caused by moisture damage. Pump error 19 was found in the history download on (B)(6) 2021 at 20:44 and 20:46 due to hardware error caused by moisture damage. Pump error 38 occurred during testing on feb 24, 2022, however, pump history has it on (B)(6) 2021 at 14:10 due to moisture damage found on the motor. The following was noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, keypad overlay texture damage, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, serial label damage, and corroded battery tube and minor scratches on lcd window. In summary, customers alleged pump error 63, 3, 28 and 19 were confirmed in the pump history download and were due to software/hardware errors and moisture damage. Additionally, pump error 38 alarmed during testing which was cause by moisture damage found on the motor.   Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.